Manufacturer narrative:
The patient remained ongoing on pump support until they expired in (B)(6) 2017 due to a hemorrhagic stroke (reported under medwatch MFR report # 2916596-2017-00417) unrelated to the reported event. The pump was not returned; however, the system controller exchanged for the red heart alarm was returned for evaluation. The report of a red heart alarm was confirmed through the analysis of the retrieved system controller log file. The log file captured numerous power cable disconnect and low battery advisory alarms. The voltage levels associated with the alarms revealed that not fully charged batteries were used when switching power sources and as a result a short runtime on batteries was noted. The information recorded on (B)(6) 2017 at 9:26 indicated that the system controller was disconnected from a mobile power unit and connected to 14v li-ion batteries. The recorded voltage levels revealed that the batteries were not fully charged. At 13:04 a low battery advisory alarm became active. The voltage levels indicated that the battery connected to the black power cable was discharged to the level that triggered the alarm. The next entry revealed that the white power cable was disconnected and reconnected and then both power cables were disconnected which activated a no external power alarm. The data recorded at 13:09 indicated that the driveline was disconnected and there were motor stopped and low flow hazard alarms recorded. The driveline was reconnected at 13:08 and disconnected again at 13:19. The returned system controller was functionally tested and found to operate as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a red heart alarm while driving. At the time of the event, the patient stated that the batteries were extremely low on power but should not have been. The patient stated they exchanged to new batteries, but within a few minutes those batteries were depleted to no lights on the fuel gauge. The patient reported that they exchanged the system controller and all issues resolved. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer's technical services representative for review. The following sequence of events that occurred on (B)(6) 2016 were observed: at 09:25am, the power source was swapped from the mpu to battery; both batteries appeared to be discharged to two led level. At 1:04pm, the battery connected to the black power lead drops to low battery condition activating the low battery advisory alarm. At 1:06pm, the battery connected to the white power lead is disconnected (either intentionally or by intermittent clip connection). At 1:07pm (within the same minute), the battery is reconnected to the white power lead and the battery is disconnected from the black power lead and then both batteries are disconnected resulting in low battery hazard alarm (red battery led) and backup battery operation (pump still operational). At 1:09pm (within same minute), the white cable was reconnected to battery and driveline disconnected alarm is activated (red heart leds). At 1:10pm, the battery is disconnected from the white cable (no external power and driveline disconnect alarms active) and connected to the mpu at 1:16pm. At 1:17pm, the driveline is reconnected. At 1:18pm, the white cable is disconnected from mpu resulting in low battery hazard and backup battery operation (pump at 8900 rpm). At 1:19pm, the driveline is disconnected again. At 1:38pm, two fully charged batteries are connected to both cables (driveline disconnect alarm still active). At 1:52pm, batteries were removed. On 09/19/2016, the vad coordinator reported that they followed up with the patient regarding log file findings and the confirmed they were driving alone when the alarm occurred. The patient cited being anxious and scared but did not recall disconnecting the driveline from the system controller. The patient stated that they exchanged out the system controller when they arrived at their home. The center evaluated the external batteries and no further issues with charging or rapid depleting of batteries have been observed. The customer stated they would re-educate the patient on utilizing fully charged batteries and also the steps to take during alarm conditions. The customer also reported that the patient was doing well with no current complaints or noted alarms.